Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead exhibited loss of capture. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.7 cm. The reported event of atrial lead no longer capturing was confirmed. A scanning electron microscope evaluation verified that all five filars of the inner coil were fractured distal to suture tie impression. The cause of the reported event was due to fractured inner coil consistent with bending fatigue fracture.